Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: date estimated to be (B)(6)2024 d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that during use of the bmw universal ii guide wire (gw) in a procedure the gw was noted to have resistance during advancement and removal. The gw had lacked lubricity mostly at the distal end and lacked support. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. It was reported that the guide wire encountered resistance during advancement. Factors that may contribute to difficulty advancing a guide wire include, but are not limited to, inner diameter of accessory devices, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: medical device problem codes 1528 and 4007 removed.

Event description:
Subsequent to the initial report being filed, it was reported that the gw did not lack support and the resistance was noted when interacting with the guide catheter. The gw was able to be removed without issue and without resistance. No additional information was provided.